Event description:
Reporter indicated a (B) (4) vns handheld computer was freezing during interrogation. Reseating the flashcard resolved the freezing, but the freezing continued to recur. The suspect computer and flashcard were returned for product analysis. Analysis of the flashcard and computer did not identity any anomalies that may have contributed to the screen freezing, and the screen freezing was unable to be recreated. However, it is known that under certain condition this type of screen freeze event can occur with the (B) (4) handheld computer and cyberonics (B) (4) software.